Event description:
It was reported that air bubbles were observed within the cartridge. There was no reported adverse impact to the customer's blood glucose level. At the time of the report with tandem technical support there was no additional information available.